Event description:
Noise and intermittent out of range impedance (greater than 3000 ohms) were reported via homemonitoring. Lead remains implanted and will be evaluated further. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.